Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# (B)(6) serial# implanted: (B)(6) 2010 explanted: product type catheter product ID 8578 lot# (B)(6) serial# implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd:, UDI#: ; product ID: 8578, serial/lot #: (B)(6), ubd: 23-jul-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (200 mcg/ml at 300 mcg/day) via an implantable pump. It was reported that the patient had a return of spasticity. The healthcare provider (hcp) did a catheter access port procedure with no significant return of cerebrospinal fluid at aspiration. There was a mass reported on magnetic resonance imaging at the catheter tip that was not shown on previous imaging. Possible external factors included the patient previously having a catheter revision. Another revision occurred and the catheter/catheter segment were partially explanted and remained inactive in the patient. A new 8780 catheter was implanted lower and connected to a new pump. There were no noted concerns with the pump but the surgeon proactively wanted to replace the entire system to ensure everything was functioning and so patient hopefully wouldn't need surgery for 7 years. It was unknown if the issue was resolved.

Manufacturer narrative:
H3. Analysis of the returned portion of the catheter found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.